Manufacturer narrative:
The device was returned for evaluation. The reported failure of difficulty inserting the guidewire was not confirmed. The guidewire reported for this complaint was not returned. The returned catheter was confirmed as broken / fractured at the 18 cm mark. There were no indications of manufacturing flaws in catheter. Based on the condition of the returned sample, this failure does not appear to be a manufacturing related defect. The method or event which caused this damage can not be definitively determined at this time. Process controls are in place to detect this type of failure mode. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
This medwatch report was initiated upon the physical evaluation of the returned device, at which time it was determined that the device exhibited a reportable condition. The complainant reported that during the therapeutic implant of a vaxcel pasv PICC in a pt (age and gender unk), the guidewire curled at the first contact with the vein. The complainant indicated that there were no pt complications as result of the reported malfunction. Upon inspection of the device, a break in the catheter just distal to the 18 cm mark was identified. Numerous attempts have been made to obtain additional pt and event info. All attempts have been unsuccessful.